Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a fill tubing procedure the user observed significant bubbles in the line and in the cartridge, and the connector had been placed on the outside of the ilet, which can misalign the connector and cartridge and lead to flow issues; the user was guided to remove bubbles with a syringe and perform a full supply change, after which insulin delivery resumed. Symptoms included no reported change in blood glucose. Outcomes included no alerts or alarms and no need for medical care. Investigation included remote troubleshooting and user education on correct connector placement and supply change steps. Investigation of this case revealed user setup error leading to connector misalignment and air in the fluid path, consistent with an infusion set and cartridge handling issue. It was concluded, based on previously established findings for similar reports, that the cause was user error associated with improper assembly or connection.